Manufacturer narrative:
Additional information: g3, h3, h6 correction: b5, d4 (lot#242180134h). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the returned photos noted two different monitors reading different values. It was reported that a low spo2 reading was observed during the use of an o2 sensor applied to the patient's foot. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a low spo2 reading was observed during the use of an o2 sensor applied to the patient's foot in a hospital setting with natural lightning and secured with supplemental tape. The nurse on duty noted particularly low values on a monitor using the sensor, with a reading of 79. The patient was described as calm and not in visible distress. To verify the accuracy of the reading, the nurse used a portable monitor with a generic sensor from another brand of sensor, which displayed a significantly higher value of 99, indicating a 20-point discrepancy. The patient¿s skin condition and circulatory status were described as okay. Following the event, the sensor box was removed from use, and a replacement box of sensors was sent to the customer. The patient was subsequently transferred to another hospital. There was no patient injury.

Event description:
It was reported that a low spo2 reading was observed during the use of an o2 sensor applied to a patient's foot in natural lighting and secured with supplemental tape. The nurse on duty noted particularly low values on a monitor using the sensor, with a reading of 79. However, the child was not agitated and did not appear to be in pain. The nurse checked the child's values with another portable monitor and a generic sensor, obtaining a reading of 99. There was a 20-point difference between the two values. It was requested that the reported sensor box no longer be used, and another box of sensors was sent to the customer. The patient was transferred to another hospital. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.